Manufacturer narrative:
On (B)(6) 2017 the medical affairs director made the following analysis. Femoral revision in primary cementless tha 4 years after index operation. The images show a radiographically loose stem, with failure of osteointegration all along. This is also confirmed by the explanted device. The reason why the host bone failed to osteintegrate is not known; sometimes similar cases have been reported to be latent (or silent) infections, but there are not sufficient elements to draw this conclusion. This hypothesis is not confirmed by scintigraphy (but silent infections rarely are). According to report, the cause is stress shielding, but there is no evidence of a distally-fixed stem. This does not exclude the possibility that a mechanical cause be tat the origin of the problem, but makes it rather unlikely. Unfortunately, we are unable to draw a final conclusion based on the available information. On the (B)(6) the r&d project manager analysed the images of the explants: from the images no conclusions can be drawn. On the stem some scratches can be noted.

Manufacturer narrative:
Batch review performed on 13 november 2017. Lot 120527: (B)(4) items manufactured and released on 04 may 2012. Expiration date: 2017-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Five years after primary a femoral bone reabsorption due to stress shielding was detected in the patient. The surgeon revised successfully the hip swapping the stem and the ceramic head.